Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2020 and suture was used. The needle broke during the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/2/2020. Batch manufacturing records of nw1326/t8094 was reviewed for any process deviation but no deviation was observed and no non-conformances related to the malfunction were identified. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional h3 investigation summary: product complaint (B)(4) for performance -breakage needle. Complaint sample not received for evaluation. Retained sample analysis: five retain sample were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the needle and suture quality and processing of this incident lot. As the complaint is related to needle breakage stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports of needle manufacturing were reviewed and found to be meeting the specification requirements. This analysis indicated that there was no issue related to processing of the lot. All the values are within the applicable limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.